Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on (B)(6) 2004 after the use of the product.

Manufacturer narrative:
(B)(4): cardiac problems. Add'l info has been requested and will be submitted upon receipt accordingly. This is one of two device reports for this event. Related MFR #s 1225714-2014-00553 and 1225714-2014-00554.

Event description:
Add'l info received: pt experienced cardiac problems and subsequently died, which is alleged to have been caused by the product administered for dialysis treatment.

Manufacturer narrative:
This is one event (death) for the same patient involving two separate products; associated MDR #'s 1225714-2014-00553, 00554.